Event description:
It was reported that a user on the iLet with Dexcom G7 continuous glucose monitor (CGM) experienced a low glucose after making a ¿Dinner More¿ meal announcement while glucose was already trending downward, with limited prior dinner data on the system and imprecise carbohydrate estimation; the user also reported a separate high glucose to 231 mg/dL of uncertain cause, and the event involved user procedure issues related to meal announcements and the user interface. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included the need for oral glucose to treat the low without medical intervention. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.